Event description:
It is reported that the devices were implanted in 2007, and that the patient was revised in 2009 due to buckling of the knee due to varus cut of tibia. Revision surgery was delayed by 45 minutes.

Manufacturer narrative:
Evaluation summary: devices were not returned for evaluation and therefore analysis of the components could not be performed. The reason for revision surgery is stated to be due to the original varus cut of the tibia. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.